Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that the touch panel to their hexavue ip custom room rack was not responding to touch. No report of injury.